Event description:
A medtronic representative reported a problem with a stealthstation tria navigation system's computer output image. The monitor display appears with a message for a few seconds, but then there is no image displayed. The monitor cable was checked and did not appear to be the problem. There was no patient present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. RMA issued. Replacement computer shipped. The flagstone computer was tested, and it booted with no problem and passed all testing with no problem found. Video output was monitored for intermittent failure and was not seen at any stage of testing.